Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2018, and then performed a laparoscopy tubal ligation. During the laparoscopy the physician "found two holes in the uterus" and "visualized a burn in the abdominal wall and the colon had a white blanched burned area". The general surgeon noted "no compromise to the bowel, he did not envision any issues and did not perform any bowel resection. The patient is reported to be doing fine as of now".